Event description:
It was reported that this inflatable penile prosthesis (ipp) presented inflation issues and fluid loss. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.